Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On the 2019-feb-13 it was reported to the arjo representative that there was the incident with the involvement of the floor lift maxi twin and padded leg sling. It was stated that during middle phase of transfer from the bed to the couch, four sling clips detached at the same time. As a consequence of the event patient fell out of the sling. The patient sustained head trauma which required stitches as an outcome of the incident. After the event device inspection was made by the arjo technician. The device evaluation showed that both sling and the lift were working according to the manufacturer specification and were in a good general condition. No devices malfunctions were found. Based on the product knowledge, the clip detachment could have been caused by different factors, e.g.: incorrect attachment of the sling clips to the lift's spreader bar (part on which patient and the sling are attached on). Much higher strain, where the clip/sling becoming caught on an obstruction. Normal wear of product occurring after too often washing, usage of illicit chemicals, not adhering to cleaning instruction provided in instruction for use. The instruction for use (04.sc.00-int1_2, october 2014) for passive clip slings contains information about proper lifting and washing process and warnings: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "If an adjustment is needed, lower the resident and make sure that the weight of the resident is taken up by the receiving surface before removing the clip." "To avoid injury to the resident, pay close attention when lowering of adjusting the spreader bar." "Make sure the clip strap is not caught between the lug on the lift and the clip attachment." "The caregiver shall inspect the sling before and after every use. The complete sling should be checked for all deviation. If any of these deviations are visible, replace the sling immediately." "The caregiver should make sure that the sling is cleaned according to "cleaning and disinfection", when it is soiled or stained and between residents." "When not in use, the sling should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure, or to excessive heat or humidity. The slings should be kept away from sharp edges, corrosives or other things that could cause damage on the sling." The instruction for use (04.kt.00_16gb, 10/2017) for maxi twin lift also provides customers with instructions of proper lifting process: "to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation." "To position the resident over the chair, use the lift handles, do not pull the sling. The resident suspended in sling should always remain in the centre of gravity." "To avoid the resident from falling or caregiver from being injured, only detach the sling clips when the resident's body weight is fully supported by the bed or the chair." Details of the transfer were not provided so it is not possible to state whether it was performed as per manufacturer's recommendations. Please note that to avoid injury, caregivers should always refer to the instructions for use and follow steps and warnings regarding correct transfer. In conclusion, the arjo system was used for the patient's transfer and the event was reported to occur due to disconnection of the sling clip attachments from the device's spreader bar. According to all gathered information the exact root cause of event could not be determine with certainty due to limited information collected upon the course of the investigation. Although, no specific root cause can be distinguished, we can state that if the sling labeling had been followed and transfer had been conducted according to manufacturer's instructions, the risk of all four clips detachment at the same time could have been diminished.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of the clip sling and the maxi twin lift. It was stated that during patient transfer from bed to a couch all four clips detached from the device spreader bar (part on which patient and the sling are attached on). Patient sustained head trauma and stitches were applied.